Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the doctor was firing, the cartridge stopped half way and could not complete resection. The surgeon had to open another handle since the cartridges were stuck and couldn't be unloaded. There was no patient injury.